Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient reports a history of sensitive skin. The patient's physician prescribed an oral anti itch medication for the skin irritation. Outcome of the irritation is unknown.